Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise # (B)(4). Since received this complaint, DHR record, complaint history record have been reviewed, there was no deficiency identified from production relevant to the mechanical issue prior to this complaint. Returned product evaluation: the following evaluation have been done since the device was received, which have been summarized in the initial report. -visual inspection; -mechanical function; -disassemble to examine the assembly and components; -replace with the acme nut from the same lot which 3000109338 used to simulate use to check the function of the returned product; besides the above device evaluation, the returned device has been further disassembled to check the relevant components' dimensions. All the relevant components' dimensions are conforming to the drawing requirements. There's no non-conformity observed indicated this reported issue. Base upon the device evaluation, there's no non-conformity observed except the acme nut lead in thread broken. However, there's no deficiency observed indicating the acme nut thread broken or defect from raw material inspection. And all the products had been performed 100% mechanical function test during production, they all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Based upon the above evaluation, there¿s no deficiency identified indicating a manufacturing defect caused or contributed to the reported failure. The most probable root cause for the acme nut lead in thread broken could be that during use of the device rotating the knob leaner or too much strength used which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten and link arm would not be tightened.

Event description:
The hospital reported that during a coronary artery bypass procedure, an acrobat-I stabilizer was used, when doing the second distal end, the knob can't be tightened and the arm can't be fixed. The hospital opened a new stabilizer and completed the operation at once. There's no effect on the patient.

Manufacturer narrative:
Event description: the hospital reported that during a coronary artery bypass procedure, an acrobat-I stabilizer was used, when doing the second distal end, the knob can't be tightened and the link arm can't be fixed. The hospital opened a new stabilizer and completed the operation at once. There's no effect on the patient. This issue happened in china, and it is determined to file a medical device reporting as the similar products are sold in us as well. The investigation has been started, since the complaint was received, and so far the following contents has been conducted: DHR review: the DHR of the reported lot 3000109338 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Trend review: in the last 12 months, 03-nov-2019 to 03-nov-2020, the occurrence rate is found to be approximately(B)(4). There¿s no similar complaint reported for this reported lot 3000109338. Returned product evaluation: the device was received on 09-nov-2020, the following evaluation have been done: visual inspection: no visual defects were observed on the product. Mechanical function: the device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. Rotating the knob, it idle rotating 3 times, and then it can be tightened and the link arm can also be tightened. And during tightening the knob, it is not rotating smoothly like the normal acrobat-I stabilizer act. To check this idle rotating and not smooth rotating abnormal phenomenon during tightening, the stabilizer was disassembled to check the relevant assembly and component status. Disassemble and examine the assembly according to the applicable instructions found in the manufacturing process instructions knob assembly (B)(4). It is found that the lead in thread on acme nut broken. Verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. Check the pilot crimping and its position. The pilot crimping is conforming, without defects on it, and its position is there without moving. Replace with the acme nut from the same lot which 3000109338 used to simulate use to check the functions of the returned product. Test 30 times, according to IFU, assemble the device securely onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. Evaluate the knob for its ability to tighten the flexlink arm while the locking lever in both the locked and unlocked positions. There¿s no knob tighten issue happened, the knob rotating smoothly without idle rotating, and the link arm can be tightened. The stabilizer will be further disassembled to check the relevant components dimensions. The investigation is in progress, a supplemental report will be submitted when it's available.

Event description:
The hospital reported that during a coronary artery bypass procedure, an acrobat-I stabilizer was used, when doing the second distal end, the knob can't be tightened and the arm can't be fixed. The hospital opened a new stabilizer and completed the operation at once. There's no effect on the patient.